Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(6), implanted: (B)(6) 2008, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3889-28, lot # v745423, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient experienced leg pain. In addition there were high impedances measured with the combination of the case and electrode 0. Impedances were measured to be greater than 4,000 ohms on (B)(6) 2013. It was noted the patient did turn the device off and on periodically, but with no indication of when. The patient did turn the device off about a month prior due to the pain in the leg. Interventions included a reprogramming on (B)(6) 2013 and reprogramming around the case and electrode 0. The etiology of the event was listed as due to programming and was possible related to the device or therapy. The event was reported to be ongoing. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the outcome was ongoing with no further action needed.

Event description:
Additional information received reported that interventions included reprogramming, specifically on week, off week. It was noted that this occurred the first week of june.